Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient developed gi bleeding. The patient reportedly received transfusion of packed red blood cells and anticoagulation was reduced. The pump was reported to be functioning as intended. Further information was not made available.

Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined. The patient remains ongoing with the device and no further issues have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. Thoratec's approved labeling lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.